Event description:
The date is the date that returned my recalled system one 60 series CPAP philips device to philips. Philips letter to me argued that because my machine was so old, my options were to accept (B)(6) to get it out of circulation or to continue remediation for a replacement device. Because I purchased a resmed device a year ago and had only kept the system one as a backup, I accepted philips offer for the (B)(6). I returned the recalled device on (B)(6) 2022 and philips received it on (B)(6) 2022. However, as of (B)(6) 2022, I still have not received the (B)(6), and philips has not updated their records that they received the device even though I have proof-of-delivery from fedex that the device was received on oct 10th. I spoke to a philips representative today at 877-907-7508. They had no additional information. The rep only said that the information had not been updated on my machine, she did not know when it would be updated and that she had no other contact information. I informed her that I would be making a complaint to the FDA. The correspondence I have from philips indicates that, "once we receive your device, we will send a check." I believe philips not abiding by the terms of the agreement with the FDA nor with consumers that have been adversely affected by its flawed device. FDA safety report ID# (B)(4).